Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # lot # 00434903606 62215368 poly liner plus 6 mm offset 36 mm diameter, ni ni unknown humeral component, ni ni unknown glenosphere, ni ni unknown glenoid baseplate. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product location unknown.

Event description:
It was reported that a patient underwent a reverse shoulder arthroplasty. Subsequently, the patient was revised due to screw fracture and pain. No further information is currently available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.